Event description:
It was reported that the insulin pump alarmed button error, a week prior to the phone call. The customer had reverted to manual injections and lantis. The customer's blood glucose was 289 mg/dl. The discontinuation of the device was advised. The customer was advised that the device needed to be replaced. The call was disconnected at this point. The customer called back several days later to complete the replacement order. The customer's blood glucose during this phone call was 165 mg/dl. The customer was advised to revert to a backup plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump has cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.